Event description:
Complainant alleged that during pt set-up (age & gender unknown) that the clinicians was unable to select joule setting from the device control board. There was no indication from the complainant of any adverse effect to the pt as a result of the reported malfunction.